Event description:
It was reported resistance occurred. The jetstream catheter was primed and they tried to place it over a non- (B)(6) wire and met resistance. They replaced the wire. They tried to load device again and felt resistance, so they got new device. No patient complications. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).